Event description:
The device was used during a procedure on the rectum. Reportedly, the anvil did not tilt. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.